Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the complaint was unable to be duplicated or confirmed with investigation. Review of the black box data revealed the total daily dose correlated appropriately to use programmed basal rates. The time was manually changed from (B)(6)2014 09:03 to (B)(6) 2015 09:05. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a time accuracy test and a delivery accuracy test.

Event description:
On (B)(6) 2015, the reporter contact animas alleging the patient¿s blood glucose on an unspecified date was above 500 mg/dl without signs or symptoms of hyperglycemia. It was reported that the pump¿s time loss or gain was greater than 5 minutes per month. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s insulin-on-board, bolus, and basal settings were recently changed by a healthcare provider. During troubleshooting, animas costumer technical services determined multiple medications may have contributed to the alleged blood glucose excursion. This complaint is being reported because the reported blood glucose excursion was attributed to an alleged pump malfunction.